Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Unk. Unk. Unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl12.6, -6.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Excessive vault was noticed. The patient is fine and there is no plan for future surgery.